Manufacturer narrative:
Additional information was received that the reason for revision was due to lack of coverage on left side. The patient underwent a revision procedure wherein the lead was repositioned at midline. The patient was doing well postoperatively.

Event description:
A report was received that the patient will undergo an scs revision procedure for an unknown reason.

Event description:
A report was received that the patient will undergo an scs revision procedure for an unknown reason.